Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. The patient/lay person informed the cca on (B) (6) 2009 that her onetouch ultralink meter prompted an error 2 message when inserting the test strip at 8:30 a.m. (Date not provided). The patient had not eaten breakfast before attempting to test. At 6:00 (presumably in the evening), the patient was dizzy. There is no indication the product contributed to injury since the patient's symptom does not meet criteria for serious injury and no medical intervention was required. Because the alleged error 2 issue was not resolved, the complaint is reported. The cca replaced the meter and test strips. The patient has a back up meter to us in the meantime.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B) (4) 8/7/09